Event description:
Post implantation acumed screws broke, requiring a revision surgery.

Manufacturer narrative:
Additional medical device reports associated with this event include:3025141-2013-00002,3025141-2013-00028,3025141-2013-00007,3025141-2013-00008,3025141-2013-00009,3025141-2013-00010,3025141-2013-00011.